Event description:
It was reported that this patient had previously received a single isolated inappropriate shock due to t-wave oversensing. The patient was brought into the clinic at the time with no reprogramming performed. Recently, the patient received additional inappropriate shocks due to oversensing of signal amplitudes with noisy signals. Technical services discussed reprogramming the system to primary sensing vector. The system remains in service at this time. No adverse events were reported.